Event description:
It was reported that during the lead extraction procedure, the atrial lead dislodged. The atrial lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted and there was a breached cut, white substance, and cosmetic depression on the outer insulation. There was blood in/on the helix mechanism and apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.